Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial air alarm occurred at the end of a routine hemodialysis treatment on two consecutive nights. On both nights the alarms could not be resolved. Rinseback was not performed, resulting in an estimated blood loss of 190cc for each event. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. Nxstage requested return of the disposable cartridges, however it was learned through follow up that the cartridges had been discarded. Eval of the returned cycler found no problems. Review of the cycler log files identified an intermittent received signal from the air sensor, which most likely triggered the erroneous air alarms. Facility staff was notified of the event and will provide add'l training regarding rinseback procedures. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided. Attachments: 3009464075200700356, 3009464075200700357, 3009464075200700358, 3009464075200700359.